Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure after removing the guidewire the pacing lead "fell off". This re-occurred and it was noted the helix could not be unscrewed. The lead was attempted / not used and replaced. No patient complications have been reported as a result of this event.